Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.